Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump had been alarming with a compromised force sensor system and the drive support cap was loose. Customer stated her blood glucose went high as a result and she reverted to injections. The customer was hospitalized on (B)(6) 2015 with high blood glucose of 450 mg/dl. Customer experienced respiratory-related symptoms, as well as tiredness and vomiting, as well as diabetic ketoacidosis. She was treated with insulin. The customer had been off the insulin pump just a minutes before leaving for the hospital. Customer's blood glucose was 242 mg/dl at the time of this report. She will not be returning the insulin pump for analysis at this time.